Event description:
It was reported that the rpm display was blank. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, it was reported that the rpm display was blank. There were no patient complications reported.